Manufacturer narrative:
The event occurred in (B)(4).

Manufacturer narrative:
The event occurred in maylaysia. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
Reporter alleged that a neonate received the results of 4.2 mmol/l on the inform system compared back to back within 10 minutes of a result of 6.7 mg/dl obtained on a lab system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.